Event description:
Invalid result (s). User stated that they performed test procedure correctly, but test did not produce results. Could not identify any user error. User disposed of test kits, so they were unable to provide lot number and expiration date.